Manufacturer narrative:
A service engineer (se) inspected the device and replaced the power supply. The unit passed testing and operated within the manufacturing specifications. The replaced power supply was returned to medtronic and an investigation was performed. Visual inspection of the returned part was conducted and no anomalies were observed. During evaluation, the reported issue was duplicated and the fault was isolated to a short circuit on the d59 diode device on the circuitry that supplies one of the voltage rails to the breath delivery unit (bdu). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator settings were in a "locked out" status and service mode could not be entered. The ventilator was not in use on a patient at the time of the event.